Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu was overheating. This was noticed before the procedure. No patient or user impact was reported.

Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616sr was received on (B)(6) 2017 and confirmed to be serial number (B)(4). There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. (B)(4).